Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation fibrillation ablation procedure with a varipulse catheter and the patient experienced cardiac tamponade and st elevation that required drainage and prolonged hospitalization. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31729909l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation fibrillation ablation procedure with a varipulse catheter and the patient experienced cardiac tamponade and st elevation that required drainage and prolonged hospitalization. Ten days after the procedure, the physician reported that a cardiac tamponade occurred during the procedure using varipulse catheter. After the procedure, upon returning to the ward, st-segment elevation was observed on the electrocardiogram. Surface echocardiography confirmed the presence of cardiac tamponade. Venous blood was drained through the drainage. The patient required extended hospitalization but was discharged uneventfully three days after the procedure. The physician reported that, due to a narrow anatomy of the left atrium's anterior-posterior diameter, there was resistance when maneuvering the varipulse catheter, making the procedure difficult. No error messages observed on biosense webster equipment during the procedure. There was no evidence of steam pop.

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).